Event description:
It was reported that a post implant procedure, this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. No additional information was provided at this time. The rv lead remains in service. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the cardiac resynchronization therapy defibrillator (crt-d) system and this rv lead were explanted due to infection. The system was later replaced with a different system. No additional adverse patient effects were reported.